Event description:
Device was returned for repair only. Upon receipt, it was noted that a piece from the front end was broken off and missing. Contact at hosp stated that the device did break while in use in the body. No piece was retrieved. No pt injury reported.